Manufacturer narrative:
Philips has investigated this complaint. It was reported that there was a problem with the wireless footswitch. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the color of the battery indicator was green and the status of the wi-fi (led) indicator on the wireless footswitch was off. Fse replaced the wireless footswitch and base station. After replacing the wireless footswitch and base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It has been reported to philips that there was a problem with the wireless footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.